Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit cannot be turned on. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. D8, h3 and h6 have been updated. A correction has been made to d10 of this medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the reported event is due to a failed circuit board. Olympus will continue to monitor field performance for this device.